Event description:
The customer reported that the system had mixed up images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was found the customer was fast saving images without pausing before save function has completed. It was recommended that applications provided on-site training. The system was tested and found to be working as intended and put back into service.